Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is likely that patient factors [e.g. Borderline aortic annulus area for a 23mm valve with severe annulus calcification] caused the annular rupture post dilatation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, an annular rupture and ventricular fibrillation occurred during a transfemoral tavr procedure post deployment of a 23mm sapien valve. Balloon aortic valvuloplasty (bav) was performed with a 20 mm bav balloon inflated with 1 ml less than nominal volume. During bav, good coronary flow and contrast leak into the left ventricle was observed in cine imaging. It was decided to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. Under rapid ventricular pacing (rvp), the valve was successfully deployed in a 60:40 aortic position as intended. Post deployment tee showed mild-moderate paravalvular leak (pvl) at the areas at 12-3 o¿clock and 6-8 o¿clock and the valve stent seemed to be loosely anchored at the non-coronary cusp (ncc) side. Therefore, the valve was post dilated with 1 ml less than nominal volume. After post dilatation, pvl improved to mild-trivial and the valve was more tightly anchored to the annulus at the ncc side; however, a hematoma appeared around the aortic annulus. Protamine was administered and the blood pressure was maintained at 80mmhg. Since no increase of pericardial effusion or aggravation of hematoma was observed within 10 minutes following protamine administration, the procedure was terminated. The operating physician commented that the event was annular rupture and the patient would remain intubated and be monitored under blood pressure control. The aortic annulus diameter measured 17.4 mm with severe calcification. The aortic annular area measured 332mm² by CT.